Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the o2-sensor was replaced and returned for further investigation. Simulated use testing of the received air gas module has reproduced the described customer issue. The o2-sensor found to be working as expected. The received device log files also confirms the issue. Our investigation has concluded that the reported problem with a failure internal leakage test during pre-use check is due to a broken pressure transducer. The pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. Ocular inspection showed water in the filter housing of the air gas module which is the root cause of the pressure transducer's failure. The most probable source of the water inside an air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).